Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n279759005, implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n279759005. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving dilaudid (10mg/ml at 3.897mg/day) and bupivacaine (5mg/ml at 1.9483mg/day) via an implanted infusion pump. It was reported that the patient felt less effect and less pain relief from the pump recently. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was new and the catheter was believed to be patent. There were no anomalies in the pump or catheter observed in pump logs or on a magnetic resonance imaging (MRI) of the patient's spine. The hcp was moving the patient's catheter tip down slightly, and the issue was considered resolved. The patient's status was alive - no injury and no further complications were reported or anticipated.